Event description:
It was reported that after deploying a stent, the decision was made to place another stent proximal to this stent. The guide wire was used and another co's stent was placed overlapping the first stent with good results. Upon removal of the guide wire, it became stuck in the vessel and the tip detached and remained in the pt. An attempt was made to trap the separated guide wire tip with another guide wire and a balloon catheter; however, this attempt was unsuccessful and the tip remains in the pt. The pt was in stable condition and was sent to the recovery room.